Event description:
During a tubal ligation procedure, the surgeon reported that the falope-ring band applicator was cutting the tubes. The surgeon was able to band the tube before there was any harm to the patient.

Manufacturer narrative:
It was observed that the tongs and handle on the falope-ring applicator were misaligned. Also, the ID tube was found to be nicked. It appears the device could have been mishandled during disassembly which is required for the cleaning and sterilizing process. The cause of the tube tearing during the band application cannot be determined due to not knowing how many times it has been used and processed.